Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the patient's heart was going too fast, and that since implant the patient had chest pain, with the left arm and chest bruised and sore. Follow-up with the physician's office determined that when the patient was seen about two weeks after implant, the patient only described occasional discomfort around the implant site, with no mention of left arm bruising and soreness. The physician noted at that time that the cardiac resynchronization was working, and pacing was seen. The patient returned about two weeks later for a small right pleural effusion, which was treated by doubling diuretic medication. The leads remain in use. No further patient complications have been reported as a result of this event.